Event description:
Related manufacturer report number: 2017865-2025-11944. It was reported that the patient presented in-clinic for an initial implant procedure. Post procedure it was noted that the left-ventricular (lv) lead was dislodged and failed to capture. During repositioning it was observed that the pacemaker set screw was loosened. As the resolution the lv lead was repositioned on (B)(6) 2025, and the pacemaker was explanted and replaced. The patient condition was stable.